Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient expired secondary to msof. According to the account, the device operated as expected. The patient expired due to multisystem organ failure (msof) and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 24 days (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported from the vad coordinator that the patient expired secondary to multiple organ dysfunction syndrome (msof). On (B)(6) 2019, it was reported that the device operated as expected. The device won't be returned. The death was not device related.